Event description:
Event description guidant received information that the pacing impedance on this implantable lead had increased over the last 6 months. The threshold and sensing are normal. Additional information was received stating the lead was tested when the patient had an invasinve procedure for a device changeout due to elective replacement indicator (eri). The lead measurements were normal, and was left in service. Tweleve months later information was received stating the lead was surgically abandoned for out of range impedance measurements.

Event description:
Event description: guidant received information that the pacing impedance on this implantable lead had increased over the last 6 months. The threshold and sensing are normal. Additional information was received stating the lead was tested when the patient had an invasive procedure for a device changeout due to elective replacement indicator (eri). The lead measurements were normal, and was left in service. Twelve months later, information was received stating the lead was surgically abandoned for out of range impedance measurements. Boston scientific received information that the shock portion of this lead remained in service since this original event. However, recent information was received that this lead has recently been fully surgically abandoned during an unrelated event. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. This event will be reopened if additional information becomes available or if the lead is returned for analysis. The lead was fully surgically abandoned. No further information is available. This report will be updated if more information becomes available.